Manufacturer narrative:
There is no malfunction observed within the system based on the review of dms data. No additional investigation found necessary. Furthermore, user stopped responding.

Manufacturer narrative:
Manufacturer is still performing an investigation and will provide the results in a supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.